Event description:
Customer reported a past high blood glucose event with the highest-level recorded at 550 mg/dl, which led to an emergency room visit and hospitalization. There was no injury caused by the event, and ketone levels were present but not identified as dangerous or life-threatening by healthcare professionals. Treatment with intravenous fluids and insulin resolved the issue, and no permanent damage occurred to the customer and customer was release on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.